Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous left common iliac artery. A 12x4 epic stent was advanced and implanted in the lesion. Then a 10.0mmx20mmx80cm sterling¿ balloon catheter was advanced to post dilate the recently deployed stent. The balloon was inflated however it ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.